Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: evaluation revealed that there was no evidence of eaw 162 and no low warning in black box. The rewind, load cartridge, and prime steps performed successfully with no alarms. The force calibration failed at 131. Pump exercised for 24 hours with no loss of primes occurring. Force sensor removed and tested- resistance value was found to be in specifications. Battery cap unavailable, battery test cap used for testing. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration failed. This report is made based on results of investigation completed on 07/31/2015.